Event description:
It was reported that the patient called indicating that an intervention was performed in which it is unknown if any of the leads were removed. No additional adverse patient effects were reported.